Manufacturer narrative:
No other complaints were found for the lot number.

Event description:
According to the available information the catheter fell out when the patient stood up. The balloon was found empty. Patient experienced an infection. A new catheter was placed.